Event description:
Urine creatinine results were questioned and repeated for one pt who had diagnosis of alkaptonuria. Initial result 20 mg/dl, repeat by different methodology gave 100 mg/dl. The initial result was reported. Customer stated there were no treatments or adverse reactions due to the reported result. Customer stated other pts diagnosed with alkaptonuria have also exhibited the same results, but they are unable to provide any other pt data. If additional info is received, appropriate notification will be provided.